Event description:
Healthcare professional reported "two implants this week with small black partials-eye lash size- sitting on the implant." Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, device appearance (the shape is round, black color, approximate size 1.5mm, rough morphology), crease flat and cloudy in the gel. The black particle was sent to an external laboratory for analysis, however, it was not possible to determine the source of the particle. A further investigation is requested to analyze this case. Based on the device analysis the final assessment is: black particle is confirmed, however, it cannot be determined the source of the particle. A further investigation is requested to analyze this case.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. There was no reoperation as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "two implants this week with small black partials-eye lash size- sitting on the implant". Device was not implanted.